Manufacturer narrative:
This event occurred in (B)(6). The customer had no problems with qc results prior to or after this patient sample was run. Since qc recovered as expected, the assay performs within specification. The instrument was checked and was found to be operating within specification. The sales representative suspected the low result was due to foam on the surface of the sample. The customer wondered why a measurement was received if there foam on the surface of the sample. The e801 module has a foam detection camera to detect foam or air bubbles on the surface of the sample, however, the customer did not have the camera activated. The malfunction is consistent with foam or air bubbles on the surface of the sample. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 801 module. The original result was > 2000 ng/ml. The sample was repeated with a x10 dilution and the result was 23.6 ng/ml. The sample was repeated a 3rd time with a x20 dilution and the result was 2350 ng/ml. The result of 2350 ng/ml was believed to be correct. The result in question was not reported outside of the laboratory. The ferritin reagent lot number was 366469. The expiration date was not provided.